Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint ¿¿¿¿of amiodarone infusion wouldn't run with the filter attached could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using the bd alaris medical infusion system administration sets issues with not being able to flush occurred. Report 1 of 2. The following information was provided by the initial reporter: verbatim: our anesthesia department is having issues with our tubing. Here is what they had to say: ¿multiple providers have had issues with not being able to flush through the most distal port. This has occurred in the or and ob. The other ports are functional, but this port is the most ideal when pushing medications in these settings.¿ we are wondering if there are problems with a certain lot? Have you had this problem reported before?¿

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd alaris medical infusion system administration sets issues with not being able to flush occurred. Report 1 of 2. The following information was provided by the initial reporter: verbatim: our anesthesia department is having issues with our tubing. Here is what they had to say: ¿multiple providers have had issues with not being able to flush through the most distal port. This has occurred in the operation room and ob. The other ports are functional, but this port is the most ideal when pushing medications in these settings.¿ we are wondering if there are problems with a certain lot? Have you had this problem reported before?¿